Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial sample values were reported outside of the laboratory. The reporter stated that controls went outside of range, so the samples were repeated. Corrected reports were issued for the repeat values. No units of measure were provided. The first sample initially resulted with an na value of 146.200, which repeated as 139.500. The second sample initially resulted with an na value of 148.900, which repeated as 143.600. The third sample initially resulted with an na value of 146 on (B)(6) 2020, which repeated as 140. The fourth sample initially resulted with an na value of 147 on (B)(6) 2020, which repeated as 141. The na electrode lot number and expiration date were requested, but not provided.